Manufacturer narrative:
The lot number for the onyx used in the procedure was received. The lot history records of the reported lot number was reviewed and no quality issues were noted. For further investigation, one onyx vial of the same lot number was used for testing. No anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of ¿poor onyx visualization¿ could not be confirmed. The cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the event descriptions: the shaking of the vials was not maintained until they were ready to use and the onyx was not injected immediately after mixing. The vials likely sat for more than 5 minutes prior to injection and the vials were not reshaken. In this event, the user context may have contributed to the ¿poor onyx visualization¿ issue as the physician did not mixed the onyx properly as stated in the IFU. Per our IFU (instructions for use): the user should ¿shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injec tion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the first embolization was not completed due to a lack of opacification of onyx. The reported device and accessory devices were prepared as indicated in the IFU. The vessel was moderately tortuous. The patient was receiving onyx embolization to treat a grade 4 avm in the cerebellar region which was causing a large cerebellar hematoma on the right side. The avm was in an eloquent region. The physician did not maintain shaking of the vials until ready to use and did not inject the onyx immediately after mixing. The vials likely sat for more than 5 minutes prior to injection and the physician did not re-shake the vials. The physician use the microcatheter (unknown model) to catheterize the right pica and the superior cerebellar artery. The injection rate was followed as indicated in the IFU but paused during injection for 1.5 minutes. The duration of the onyx injection was 10 minutes. The poor visualization of the onyx was noticed during injection within the vessel. Onyx embolization could not be completed due to a lack of opacification of the onyx, but it was sufficient to allow the hematoma evacuation procedure to be completed. There was no intervention required and no injury reported as a result of this event.

Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event; therefore the cause of the event could not be confirmed, and the event cause could not be determined. The onyx instructions for use advises, "inject the onyx¿ les immediately after mixing. If the onyx¿ les injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of the onyx¿ les during injection. Adequate fluoroscopic visualization must be maintained during the onyx¿ les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt the onyx¿ les delivery until adequate visualization is re-established."

Event description:
Medtronic received information that the first embolization was not completed due to a lack of opacification of onyx.